Manufacturer narrative:
A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of air in the line distal to the soluset. The customer contact reported the "float valve is floating when the solution is nearly exhausted; consequently it cannot close the drip chamber and the air can go into drip chamber." There were no reported adverse patients effects. No medical interventions were required. Though requested, no additional information was provided.